Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reports to have experienced a motor error alarm, no delivery alarm, insulin squirting from pump during manual priming, and physical damage to insulin pump. Customer's blood glucose was 112 mg/dl. After troubleshooting, customer was advised that insulin pump will need to be replaced. No further information provided.